Event description:
The lead was tunneled through the rib cage. This dislodged the leads. The patient started bleeding. The pocket was opened and caused more bleeding. Attempted to re-implant both leads but lead measurements were not as good. One lead was able to be repositioned but more bleeding occurred. Patient went into a vf arrest. This event is related to 2183787-2024-00083.